Event description:
(B)(4).

Manufacturer narrative:
We confirmed that the top part of the handle is loose and can come off when blade is attached and pulled up sharply. This report is 2 days past reporting time frame because we were waiting for one more piece of important information; once received, we filed.